Manufacturer narrative:
The insulin pump was received with constant a48 alarm problem isolated to the mother board. Unable to perform functional testing due to a48 alarm. The insulin pump has minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer received a force sensor calibration values corrupted alarm from his insulin pump. The customer stated he was attempting to bolus when he got a message indicating the insulin pump had no power. The customer tried to rewind, and he was unable to. When he put in a new battery, the insulin pump reset and the alarm occurred. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The bolus amount was not recorded in the bolus history. The product has been returned. Nothing further was reported.